Event description:
Subsequent to the initial medwatch, additional information received:the physician commented he was not sure if this was a device issue or if the technician did not remove the air from the inflation lumen during device preparation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Device evaluation: a review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device did not confirm the reported device issue. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that the minitrek balloon dilatation catheter (bdc) was advanced without resistance over an unspecified non-tapered guidewire and positioned in the non-calcified, non-tortuous lesion in the first diagonal coronary artery. The bdc markers were visualized. Using an indeflator during the first inflation, the balloon was pressurized to 8 atmospheres with contrast diluted with saline. Although the balloon reportedly inflated, the balloon with contrast could not be visualized under fluoro. The same indeflator holding the diluted contrast was held under fluoro and was visualized. The balloon was fully deflated and easily removed from the anatomy and a non-abbott balloon was used to complete dilatation. There was no adverse patient effect or clinically significant delay in procedure or therapy. Though requested no additional information was provided.